Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-may-2015, UDI #: (B)(4). Device evaluated by MFR: analysis of the catheter found that there was a user related hole in the catheter body, the catheter body had damage to the transition tube, and the collet was not fully locked in place at the pin connector. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. Lo gs show the drug to be 20 mg/ml bupivacaine at 0.999 mg/day and 20 mg/ml morphine at 0.999 mg/day. The reason for use was post laminectomy syndrome. There were no known drug allergies. Comorbidities listed were heart disease and diabetes. It was reported that there was an eri (elective replacement indicator) replacement, was eri was 11 months. The catheter dye study was inconclusive on an unknown date so they replaced the catheter also. The replacement occurred on (B)(6) 2019. The treatment area was lumbar, the tip location was t5, it was a day surgery with ¿mac¿ anesthesia and the position was recorded as supine. In surgery, the catheter was unable to aspirate, but the doctor tied it in the pocket and left it. The proximal (pump segment) was explanted, while the distal tip segment remains implanted. A new catheter was implanted. It was reported that there was an occlusion. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ the product was returned to the manufacturer for analysis. This patient would like his pump returned to him after analysis or a demo sent to him, and states ¿my pump was on a recall from the FDA.¿ there were no further complications reported/anticipated.